Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient unexpectedly passed away on (B)(6) 2022. The patient was admitted on (B)(6) 2022 with complaints of abdominal pain, elevated white blood cell (wbc) count, shortness of breath, and fluid overload. On (B)(6) 2022 the patient experienced respiratory arrest with dropping blood pressures and pressor support. It appeared as though the patient went into ventricular tachycardia (vt) and then asystole. Low flow alarms were also observed during the event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2022 for septic shock with concerns for urinary source. The patient was also experiencing hypoxemic respiratory failure with computed tomography (CT) findings showing dependent atelectasis. The patient also had an acute kidney injury (aki) on admission. The patient was resuscitated with fluids and started on broad-spectrum antibiotics. Cultures were negative. On the morning of (B)(6) 2022 the patient was hypotensive with cool peripheral extremities and significantly worsened renal function. An arterial line was placed for a norepinephrine drip and fluid resuscitation. There was initially some improvement, but the patient then began to show signs of hemodynamic collapse with rapidly increasing pressor requirements. The patient also had worsened hypoxemic respiratory failure requiring escalation to high-flow nasal cannula. Following intubation by the critical care team and attempted placement of a central line, the patient developed hypoxia induced vt and was defibrillated by their internal cardioversion defibrillator (ICD). The patient then developed asystole. The patient had a history of paroxysmal atrial fibrillation prior to ventricular assist device (vad) implant, no vt was noted. The low flow alarms were attributed to hypoxia. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (multisystem organ failure, septic shock, cardiac arrhythmia, patient condition, and patient outcome) cannot be conclusively determined. The reported low flow alarms cannot be conclusively determined as no log file data from the time of the reported event was submitted by the account for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) contains the following information: section 1 lists cardiac arrhythmia, sepsis, multiple forms of organ failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. Section 7 outlines all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii left ventricular assist system patient handbook (rev. G) outlines all visual/audio alarms and what action(s) should be performed when they occur, as well as provides care instructions regarding infection. No further information was provided. The manufacturer is closing the file on this event.